Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that force was applied when advancing the promus rx stent delivery system (sds) in the moderately calcified proximal left anterior descending artery. The sds was unable to cross the eccentric and moderately tortuous lesion, which resulted in a proximal shaft separation requiring removal of the sds. After removal, another promus rx sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was not returned for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Additionally, shaft separations during use may occur from factors such as damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, associative device interaction, and an interaction with the patient anatomy. Reportedly, force was used in an attempt to cross the moderately tortuous and calcified lesion. It should be noted that the promus instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, return of the sds may have further assisted the evaluation in determining a cause for the reported difficulties; however, since there was no damage noted to the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. It is likely that the shaft kinked during an attempt to cross the lesion as resistance was encountered and as force was applied, the hypotube separated. To ensure this type of damage is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for kinks and damage during the manufacturing process. Based on the information received with this complaint, the reported failure to advance and shaft separation appear to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Conclusions: evaluation summary: evaluation of the returned promus stent delivery system (sds) found blood in the guide wire lumen and contrast on the shaft. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers, which is consistent with the reported information that the sds was at least partially inserted onto the guide wire and not inflated to deploy the stent. The hypotube and jacket were separated at the same location distal to the end of the strain relief tubing, confirming the reported shaft separation. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Additionally, shaft separations during use may occur due to factors such as damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, associative device interaction, and an interaction with the patient anatomy. Analysis of the returned sds found that entire length of the tip and stent implant crimped outer diameters met manufacturing criteria. The fracture faces were oval shaped and the jacket material appeared stretched and jagged. This type of failure is often attributed to ductile overload at a bend or kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Reportedly, force was used in an attempt to cross the moderately tortuous and calcified lesion. It should be noted that the promus instructions for use state that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Since there was no damage noted to the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. It is likely that the shaft kinked during the attempt to cross the lesion and due to resistance encountered and force applied, the hypotube separated. There were also multiple kinks noted throughout the hypotube which may have occurred during the difficulties or packing/shipment for return. To ensure this type of damage is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for kinks and damage during the manufacturing process. Based on the information received with this event, the reported failure to advance, kinked shaft and shaft separation appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. A query of the complaint-handling database was performed and there have been no other incidents related to shaft separations reported for this lot.